Event description:
It was reported the patient received the following results within 15 minutes: at 03:55pm hi (which on the system indicates a result in excess of 600 mg/dl). At 03:56pm 209 mg/dl. At 03:59pm 112 mg/dl. At 04:07pm 111 mg/dl. At 04:08pm 102 mg/dl.